Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The customer identified 2 possible lot numbers (plots) - 4976076 (expiry date 09/01/2023, MFR date 09/01/2020) and 5008946 (expiry date 09/01/2023, MFR date 09/01/2020).

Event description:
The event involved a safeset¿ transpac® it w/03 ml reservoir and needleless valve, red stripe tubing, with velcro arm strap, patient mount in which the reporter stated that the product disconnected distal to safetset reservoir. The incident did occur during use on a patient, and was noticed after approximately 8 hours of use. The set was not used with medication. There was patient involvement and a delay in therapy, however, no adverse event was reported as a consequence of this event. This is report 2 of 3.